Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 250cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated right breast implant during a physical exam with a medical professional. As a result, the patient is scheduled for breast implant removal on (B)(6) 2024.

Manufacturer narrative:
On (B)(6) 2024, mentor was notified that the breast implant was not deflated upon removal and instead the patient had baker grade iii capsular contracture of an unspecified breast. As the device was found to be intact, deflation is no longer applicable to this file. On (B)(6) 2024, mentor was notified the patient was diagnosed with bilateral baker grade iii and ii capsular contracture of the left and right breasts, respectively. As an event for the contralateral side was indicated, another file was generated to document the event. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2024-04100 for the contralateral event. On march 14, 2024, mentor became aware that the patient's explantation date was updated and she underwent breast implant removal on (B)(6) 2024. On april 03, 2024, mentor became aware that the patient underwent bilateral removal and replacement with 250cc mentor smooth round moderate profile saline breast implants during the removal surgery. Manufacturer¿s reference number: (B)(4).